Event description:
It was reported that there was a high out of range shock lead impedance measurement, found. The pocket was opened, to perform a lead revision and a loose set screw was discovered. The set screw was tightened, and testing was performed, which yielded good measurements. A shock was delivered, and the shock impedance measured at 41 ohms. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.